Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) implant device went to the hospital two weeks before the operation because the product was not working properly. Upon inspection, cracks were found in the reservoir and the pump connecting tube. The physician removed and replaced the device the reservoir and the pump through replacement surgery, and the patient's condition was stable following the procedure. There was no patient complications reported.

Manufacturer narrative:
D10: concomitant product UDI for reservoir is (B)(4). D10: concomitant product UDI for cuff is (B)(4). H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid loss and fluid leakage are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent fluid loss. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Model number/catalog number: 72404161 serial number: n/a batch/lot number: 1100188401 model/catalog description: reservoir 65ml pc unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404014 serial number: n/a batch/lot number: 1100080228 model/catalog description: cxr 18cm unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically inspected, functionally tested, and leak tested. The visual inspection of the pump revealed that the pump tubing was cut down to the pump block which is standard for the explant process. No tubing was returned for analysis. The pump passed leakage and functional testing. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. A risk review confirmed that the event of hole/perforated was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) implant device went to the hospital two weeks before the operation because the product was not working properly. Upon inspection, cracks were found in the reservoir and the pump connecting tube. The physician removed and replaced the device the reservoir and the pump through replacement surgery, and the patient's condition was stable following the procedure. There was no patient complications reported.